Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported during a infusion with 4 pumps set up, a pump infused an unintended bolus of fentanyl. They were using interoptability software with iware at the time of the event. No further information is available.